Manufacturer narrative:
The device was inspected and tested on 6th of june 2018. Within this inspection functional testing and visual inspection was made. Result: slight play in the "open"/ "lock" mechanism of the index knob. However the unit does lock. Interval of the supplier maintenance was exceeded by the customer. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant. From the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Additionally we suspect that the way the skull clamp was used and repositioned, created additional forces which might have contributed to the event.

Event description:
Customer service was contacted on (B)(6) 2018 by distributor. Distributor stated that a report has been filed for a slippage that occurred on (B)(6) 2018. The details are that the surgeon and the team adjusting the patient´s head during the case by unlatching the base unit and shifting patient´s head. He said the rocker arm came unlocked and shifted. Then the tension was lost and the arm came out of ratchet. There were two lacerations.